Manufacturer narrative:
S/w 2.9d. Pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, damage keypad overlay texture and minor scratched lcd window.

Event description:
It was reported that reservoir compartment of insulin pump was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.